Event description:
The plaintiff had a total hip replacement and 11 years later began having increasing discomfort. They underwent surgery to replace their loose acetabulum in their right hip. During the revision surgery it was determined that the replacement prosthesis did not fit into their hip joint. The specific prosthesis had been provided by the manufacturer of the prosthesis and the depuy representative based on measurements made prior to the surgery by the surgeon and the depuy rep. There was no other prostheses available at the time of the surgery and the surgeon proceeded with the surgery implanting the wrong sized prosthesis. After suffering for almost a year, the pt required surgery to replace the mis-sized prosthesis.